Manufacturer narrative:
It was reported that a particulate originating from the packaging went inside the endotracheal tube. Reportedly, this particulate was noticed when the endotracheal tube was already placed in the patient's airway and before the first breath is to be given through the resuscitation bag. It was reported that the endotracheal tube was removed and replaced with another. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. There was no serious injury reported related to the event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a particulate originating from the packaging got inside the endotracheal tube.